Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy while awaiting the shipment of a replacement pump with updated software. Technical support provided instructions for returning the malfunctioning pump, and the customer acknowledged understanding of the steps needed once the replacement pump is received.